Event description:
Additional review of this file reveled that there was lymphorrhea of left scarpa associated with the lymph fistula which necessitated local care for three weeks. It was also noted that there was no septic problem.

Event description:
Additional information was received as follows: a CT with contrast approximately three weeks ago revealed partial thrombus of the left leg and the patient was prescribed a long-term oral anticoagulation treatment.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (fistula); (unknown cause). Conclusion: other (unknown cause).

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm in diameter aneurysm was reported with an infra-renal angle of 30 degrees. Proximal aorta was 25 mm in diameter and 27 mm in length. Right iliac artery was 9 mm in diameter and the left iliac artery was 19 mm in diameter. The right and left femoral arteries were 13 mm in diameter. There was a type ii endoleak, which was left uncorrected. It was reported that at the one month follow-up the patient presented with a lymph fistula. The investigator assessed this event to be related to the procedure and not to the device. The patient was given medication and the event resolved. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: the contralateral limb 162480 and contralateral extension 202080 were implanted on the left side while the bifurcated stent graft was implanted on the right side. The thrombosis was located within the 2820145 and the 162480 stent grafts.